Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 1.1 and 4 were failed and cubies not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer worked with the customer remotely to troubleshoot main drawer 1.1, where cubies on row tray a were not detected on the bus, performed a station shutdown and powered down the device. After waiting 5 minutes and rebooting the system, the cubies were detected on the bus. The customer completed inventory of the drawer, and all cubies tested with good results. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.